Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump¿s alarm history showed cs 052 and cs 054 call service alarms had occurred. A visual inspection of the pump showed that there was moisture in the display. The pump case was observed to be cracked near the top right corner of the display. A leak test verified a leak at the crack in the case. During testing, the pump was exercised for 24 hours with no call service alarms emitted. The pump case was opened and moisture damage was found inside the case. The complaint of a call service alarm issue was shown in the pump alarm history but was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.